Manufacturer narrative:
Additional information received: approximaely 4 years post the index procedure, a procedure was completed where it was confirmed that the endoleak was coming from a collateral vessel. The original implant date of the devices has now was confirmed as (B)(6) 2015. It was reported that the aneurysmal growth was a consequence of collateral angiogenesis of one of the arteries born from the femoral artery. The event was confirmed to be now not considered a complaint. Implant date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to event in initial report: the stent graft system implanted was an endurant bifurcate with an endurant ii limb, not an endurant iis stent graft system as previously reported. Additional information received confirmed the implant date of the endurant stent graft system, and that both the enbf2516c145ee and the etlw1616c82ee were implanted beyond their respective expiry dates. Film evaluation summary: the reported endoleak was confirmed; however, the exact cause and source of the endoleak could not be determined from the films returned. The reported type IV endoleak is unlikely given the 15-month chronic implant duration, unless there is an unknown blood coagulopathy that is now presenting which could possibly allow a type IV blush endoleak to occur. Although the proximal neck was severely angulated and there was minimal radial apposition of the bifurcate to the proximal neck (currently minimal oversizing), there appeared to be a good proximal seal and no obvious proximal type I endoleak. There also appeared to be good junctional overlap between the components. This appeared most likely to have been a type iiib fabric endoleak near the contralateral limb origin, potentially due to fabric abrasion from calcification. A type ii endoleak also cannot be ruled out. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 13-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm on an unknown date. The proximal aortic neck diameter measured 20mm and 10mm in length at the index procedure. A 70 degree neck angulation was noted. It was reported the patient presented emergently with acute pain and a CT identified a type IV endoleak. The proximal aortic neck has increased to 25mm with a length of 5mm. The patient was hospitalized. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.